Event description:
Follow up information reported that the patient had no relief since implantation of the ins. Nothing further has been done per the request of the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v293834, implanted: 2009-(B)(6), product typ lead product ID 307, serial# (B)(4), product typ programmer, the initial MDR was filed as mfg. Report # 3007566237-2012-00647. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect after having a spinal cord stimulator implanted. The measured impedances were normal. Additional information was requested but was not available at the time of this report.